Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.00mm x 15mm maverick 2 was advanced for dilatation. However, the balloon did not inflate and it was noticed that the contrast agent was leaking. The device was removed and a pinhole was noted on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.00mm x 15mm maverick 2 was advanced for dilatation. However, the balloon did not inflate and it was noticed that the contrast agent was leaking. The device was removed and a pinhole was noted on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.